Event description:
Needle from epidural kit broke off in patients back. Product details - arrow kit # ask-005500-sc1 needle - 30ga, lot #33f24lo567, expiration date 12/31/2026, manufacturer date - 1/28/2025.